Event description:
Allegedly revised due to pain; adverse soft tissue reaction to particle debris (left hip). Revision njr index no: (B)(4).

Manufacturer narrative:
This report was submitted it error. This is a duplicate of 1043534-2013-01796.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02269. This event occurred in the (B)(6).